Event description:
It was reported that during a da vinci-assisted completion proctectomy surgical procedure, the 8mm tip-up fenestrated grasper instrument was found to have a bent tip, and surgeon cannot straighten the jaw. Has to pull the trocar out together with the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no missing material was observed during decontamination, and there were no reports of fragments falling into the patient. No actions were required related to fragment retrieval, and there were no known post-surgical complications or hospital returns associated with retained material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube at the distal tip. Material was found missing. Components adjacent to this broken main tube do not show damage. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.